Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n534158, implanted: (B)(6) 2015, product type: accessory. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The company representative reported the patient had some wrist pain on (B)(6) and felt the device was off. The patient checked with the programmer and it was off. The clinician programmer showed that it was off for 1-2 min and nothing to support it was off any longer than that. The rep instructed the patient to use the antenna so she can see the screens and buttons more clearly and not inadvertently turn off. The indication for use was spinal pain. If additional information is received, a follow-up report will be sent.